Manufacturer narrative:
The reported event was addressed with phone support. The site installed a new instrument, and the surgeon could control the arm. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the customer reported to technical service engineer (tse) that the universal surgical manipulator (usm) arm 3 had no surgeon control and was grayed out and the surgeon could not take control. The customer stated that they changed out instruments and reseated drape. Tse advised to install different instrument, new instrument installed and surgeon could then control arm with the old instrument installed again. The procedure was completing as planned with no reported injury.